Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation and did not like stimulation sensation. The physician believed the feeling of heaviness was not device related. No device malfunction was suspected. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing feeling of heaviness. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50; serial #: (B)(4). Description: linear st lead, 50cm model #: sc-4316; lot #: 17829413. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing feeling of heaviness. The patient will undergo an explant procedure.